Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. On (B)(6) 2014 the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.